Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller says that the pt has groups a and b, and its changing automatically from a to b by itself, its happened twice, it happened "probably a couple days or maybe 5 days after the implant and it happened again this morning". They said they made rep aware of this when it first happened (a couple days or 5 days after the implant). Caller says they are sure that pt is not accidentally changing groups. I had them get controller out and showed them how to change groups but they insist its changing groups on its own, overnight. They said pt hasn't been around any high voltage equipment or emi. They said pt is on group a with 1, 2, 3, 4 and caller says that the pt needs to turn stimulation "down at night because its up higher in the day". Caller says that the patients pain is "in his upper lower back and when he goes to number 4 and increases it tingles in the battery and he can feel it in his legs". They said pt can feel stimulation at ins site. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller says that rep told pt that they "don't ever need to see him again" and rep doesn't know why groups are changing on their own. Redirected caller to patient's hcp.